Event description:
It was reported by the clinician that when the catheter was being removed from pt it separated; the tip & a piece approximately 6-7cm was retained in pt. An x-ray was performed & came back negative. Additional info received on 10/30/2009, from regulatory affairs rep at hosp stated, they looked in the linens & on the floor for the piece that separated, since x-ray came back negative. Nothing was found either in the linens, on the floor, or on an x-ray of pt. The hosp does not think anything is retained in pt. Pt has not experienced any symptoms & is doing fine. Received additional info from physician on 11/2/2009 stating that the catheter was being used for a labor & delivery pt. The epidural was placed through needle & needle was still in place when physician felt as though she need to reposition catheter. At which time, she had pt sit up & lean forward with her belly between her legs & removed catheter through the needle. She felt catheter was a little snug towards the end during removal; it came out, but then noticed it appeared catheter had separated. Another catheter was placed through needle & pt received pain mgmt during labor. An x-ray & CT scan were performed after delivery & nothing was visible on either scan. The physician can only assume that everything was removed but is not sure. There were no pt complications reported and the pt was fine.

Manufacturer narrative:
(B) (4). Sample will not be returned for eval.